Event description:
On 07/28/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin with hemostatis achieved. The pt's pre-procedure pulses were noted to be 3+; however, at the end of the procedure the pulses on the right were noted to be 1+ and detectable only by doppler. The pt, who had been anticoagulated with aspirin only, was now started on heparin drip. An ultrasound was performed which showed decreased flow. A repeat ultrasound the next day (07/29/1998) showed right femoral artery dissection and significant arteriosclerotic plaque throughout the superficial femoral artery. The pt was taken to the or where a femoral iliac bypass was performed. As of 08/26/1998 there has been no further report to the MFR of complication or pt sequelae.